Manufacturer narrative:
Correction: aware date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) dislodged post-tether removal. The leadless ipg was not used and was replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.